Manufacturer narrative:
On 12/23/2024, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: intuitive sureform 60 stapler used during laparoscopic robotic sleeve gastrectomy. Surgeon not happy with stapler line, felt that there may be a problem with the stapler itself.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested the site to return the da vinci product involved in this complaint to perform failure analysis. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A review of the logs for the sureform 60 stapler associated with this event has been performed by an intuitive surgical, inc. (Isi) advanced failure analysis engineer. The following additional information was provided: logs show the stapler pn 480460-09, ln l81231207-0077, was installed on the system 10 times and fired 9 reloads (2 blue, followed by 7 white). On installs 1 and 2, the first clamps were successful, and the firings were each completed with no pauses for compression. On install 3, the first clamp was successful, and the firing was completed with 6 pauses for compression. On install 4, the first clamp was successful, and the firing was completed with 1-2 pauses for compression. On install 5, the first clamp was incomplete, stopping at ~71% completion. The next clamp was successful, and the firing was completed with 2-3 pauses for compression. On installs 6, 9, and 10, the first clamps were successful, and the firings were each completed with 1 pause for compression. On install 7, no clamping or firing was performed. On install 8, the first clamp was successful, and the firing was completed with 2 pauses for compression. The instrument was then removed and not used in the procedure again. There were no stapler related errors in the msc logs.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, while a reload was being used with a stapler sureform 60 instrument, the staple line was inadequate. The stapler did not fire as usual. The procedure was completed with no reported injury.